Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexplained error, had run out of insulin without warning. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had no delivery alarm, reject new batteries, battery compartment was broken and using duct tape to hold together. The insulin pump will not be returned for analysis.